Event description:
Glass is breaking when the stopper is removed from the tube. One injury resulted as tech was removing stopper. She cut her right thumb and was seen in the ER. Body fluids were non-infectious. No medical intervention required.